Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect impact code - prolonged episode of care

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6)2024, the patient reported that the sensor stopped giving him readings. He could no longer remember the exact alert or if there was an alert from the receiver. The episode occurred after the sensor had been inserted in the abdomen. The patient was reportedly unable to monitor his glucose level. An unspecified time later, a family member found him comatose on the floor. The blood glucose reading was 800 mg/dl by an unspecified medical professional. The patient was unaware of the antihyperglycemics received during his month-long hospitalization. His reading was normal when he left the hospital. At the time of the call, the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.